Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a ventricular fibrillation event with an alarm that did not sound at the bedside monitor. The issue occurred on (B)(6) 2018 at 13:57. The device was in clinical use at the time the issue was discovered. It is not known if any delay of care may have occurred as a result of no audio occurring patient details were not available at the time this report was due.